Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 184 mg/dl.